Event description:
During an atrial fibrillation procedure, a faradrive sheath was selected. Faradrive was opened and prepared correctly. Once farawave was inserted into the sheath, when aspirating the physician noticed a larger amount of bubbles seen in the sheath than normal. A new faradrive was requested to be opened. Sheath was replaced and the procedure was completed successfully. There were no patient complications.